Event description:
The customer reported that she was hospitalized with a blood glucose reading of 600 mg/dl. The customer wanted to make sure that the insulin pump was working properly. Troubleshooting was performed, and the insulin pump delivered a bolus properly. The customer stated that she changed the battery recently, and received a message to change the time and date. However she just pressed the esc button, and did not set the time and date. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.